Event description:
Pt died in a motorcycle accident caused by another motorist losing the control of the vehicle. Death was caused by a head trauma and other injuries from the accident. The death of the pt was not diabetes related. Pt's doctor is (B)(4). Wife has the pump, reservoir and the infusion set, that the pt used at the time of death. She will send the items back for analysis, but would like to have the pump returned so that she can donate it.

Manufacturer narrative:
No used or unused device(s) were returned to unomedical a/s the MFR. An eval or testing of the device(s) was not conducted. Eval summary: used device: no used devices were returned for eval. Unused devices: no unused devices were returned for eval. Reference samples: the retained samples were not tested due to missing lot number. (B)(4).